Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned high torque balance middleweight guide wire noted no blood and contrast visible which is consistent with the guide wire being wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire tip separation as the tip was separated, 2.2 cm distal to the center solder. The shaping ribbon was corkscrewed at the separation for a length of 1 mm. The tip coils were stretched for a length of 5 cm. The distal end of the shaping ribbon and the tip ball were not returned. Scanning electron microscope (sem) analysis of the guide wire suggests that the ribbon failure may be attributed to torsional overload. The tip coils failure may be attributed to tensile overload. For the guide wire to fail in this manner the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The noted corkscrew shaped shaping ribbon at the separation is likely the result of the guide wire tip separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the guide wire in a trapped state could have then caused the reported tip separation. Although it was reported that there was no resistance advancing and crossing the target lesion, the lesion was described as 80% stenosed which could have contributed to the reported tip separation. A cd was received and cine review was performed by an abbott clinical specialist that concluded that the cine images confirm the incident description and one possible cause for the wire fracture may be due to tip entrapment in the tiny branch. If there is indeed a kink in the guide wire, this would have been a contributing factor. As reported above, the proximal right coronary artery (rca) lesion was treated with predilatation, stenting and post-dilatation. During the procedure, the guide wire tip was positioned in the posterior lateral artery (pla). However, the last cm is positioned in an extremely tiny branch. There is also a suggestion that the guide wire is kinked at the position where the guide wire tip leaves the pla into the tiny branch. Upon removal of all devices from the rca a radiopacity is visible in the tiny branch off the pla. This most likely is the guide wire tip. The lot history record was reviewed. There are no non-conforming material records associated with this lot that could have contributed to the reported complaint. Overall, the reported guide wire tip separation and the noted corkscrewed shaping ribbon appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that during a procedure of a 80% stenosed lesion in the proximal-mid right coronary artery (rca), the balance middleweight (bmw) universal ii guide wire was advanced and crossed the target lesion without resistance. Post balloon pre-dilatation and stent deployment, the bmw was retracted into the guide catheter and removed from the anatomy, it was noted that the tip coil of the guide wire had detached and was missing. Angiogram showed a 2 cm portion of the guide wire left in the posterior lateral artery (pla) of the rca. No further treatment was performed. There was no reported patient sequela. There was no additional information provided.